Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an "elderly female patient who has had an extended stay at the facility (over 90 days), had chronic diarrhea from clostridium difficile (c. Difficile) infection where a flexiseal fecal management system (fms) was placed. It is unknown if a rectal exam was done prior to placement of the device, it is also unknown how much fluid was instilled into the fms balloon. It was further reported that the patient has atypical open wounds on various parts of her body including the buttocks and thighs and was diagnosed with drug rash with eosinophilia and systemic symptoms (dress syndrome) and remains critically ill. She has had flexiseal fms device used intermittently during her stay. The total days of use is unknown. Patient bedbound, not sitting up, turn and position in place, she had been on low air loss surface and clinitron surface. Barrier creams (brands unknown) were being used for skin protection and around the flexiseal. The patient's stool did get thicker one time and flexiseal removed but, with recurrent diarrhea was replaced again." It was noted that the patient was repositioned throughout the day. It is unknown how many times or for how long each one of the flexiseal devices were in the patient. A pressure injury was noted "while the last flexiseal was in place and then it was removed. The patient was noted to have moisture associated skin damage (masd)/ incontinence associated dermatitis (iad) at the perineal, inner buttocks. A full thickness erosion in the 6 o¿clock position of her external anal wall noted as a stage 3, triad wound paste used to the wound. It is unknown if she has any previous history of rectal bleeding or ulcers." There were no photos depicting the reported complaint issue submitted by the complainant.